Event description:
(Drug/diluent: fortum 4gr/240ml). Fast flow: fill volume 240ml and flow rate 10ml/hr. No adverse event occurred. Per dfu: nominal fill volume: 270 and nominal flow rate: 10ml/hr.

Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." A device history record was conducted, and all mfg operations were found to be within spec. A review of the lot 6b2694 history found no confirmed complaints of fast flow for the lot reported. I-flow received one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 240ml and a flow rate accuracy test was performed. The flow rate accuracy was within spec. In addition, retain samples from lot 6b2694 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within spec. Product complaint was not confirmed.